Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the cfg, shs-rx-0 to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, a customer called to report surgeon side cart (ssc)1 displayed a non-recoverable fault with error code 500. Prior to the call, the customer shut the system down and disconnected ssc1. The system restarted with no further issues noted. The surgery started using only ssc2. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the customer to restart the ssc1 standalone, the customer did, and the reported error came back on the touchpad. As requested by isi tse, the customer also verified they could complete the surgery using only one ssc. The procedure was completed as planned with no reported injury.